Event description:
It was reported that the pulse generator exhibited backup vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup vvi mode due to checksum error. The product software was downloaded and normal device function ensued. The backup vvi operation did not recur. Consequently, the reason for the checksum error could not be determined.